Event description:
On (B)(6) 2013, the reporter contacted lifescan USA, alleging error 5 meter issue. The reporter alleged customer used strips with a different meter and the other meter worked. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.